Event description:
The patient's spouse reported the patient passed away; the exact cause of death and whether the event was related to the dbs device was unk. The device has not been returned to the manufacturer for evaluation. Additional information has been requested from the physician. A follow-ip report will be sent if additional information is received.